Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the complaint device was performed; no damage or irregularities were observed. The dialyzer was subjected to laboratory leak tests; no internal or external leaks noted during this testing. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination did not reveal any damage or irregularities. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one deviation notice noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint of "internal blood leak." This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. Submersion of the fiber bundle in a water bath could not isolate any source for an internal leak. Additionally, analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure observed by the complainant facility. The complaint has been deemed not confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 4 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 320 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.